Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of right ventricular (rv) lead on right atrial (ra) lead. The device remains in service. No adverse patient effects were reported.